Event description:
On (B)(6) 2011, it was reported by the vns pt that he was implanted on (B)(6) 2011 and hasn't been able to talk since; his voice was very raspy. His vns has not been turned on. The pt was referred to an ent physician to determine if there was vocal cord paralysis. The neurologist feels that this could be due to the surgical technique since the surgery was said to have taken about 1.5 hours. On (B)(6) 2011, the pt reported that they still had no voice and could talk only in a whisper. The surgeon believes the damage was done when he was intubated prior to surgery. The physician reported on (B)(6) 2011 that the ent did find that the pt has vocal cord paralysis due to device placement. The paralysis does not occur with stimulation. The ent is going to inject the vocal cords. The pt's device remains disabled at this time. If add'l info is rec'd, it will be reported.